Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed to open and unable to recover. A field service engineer found that drawer 5.1 and 5.2 was not detected on bus and no power to drawer. Fse replaced the interface board and drawer controller and tested in hardware test application. Additionally, the fse found that zebra printer seemed to have lost settings and applied settings and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple cubies were failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.